Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the surgeon believe that ethicon products / ethibond suture, involved caused and/or contributed to the adverse events described in the article, specifically: failure of the key suture, hematoma, seroma (due to patient factors, early overactivity), reoperation? If yes, provide details of event and specific suture product code. - I do not believe that the adverse outcomes were related to the ethicon sutures. The review was done with over 100 patients and in only a small number was there any adverse outcome. In one case where there was failure of the key suture I believe that the failure was due to soft tissue failure rather that failure of the suture. In fact I think that the ethibond contributed to the success of the procedure in the remaining majority of the patients and as I have been following my patients up to 14-15 years that key suture has maintained its integrity I beyond 14 years. In an other method of mid face lifts that I am now reviewing, I have used ethidond as well and I have re-operated on those patients. In those cases I have been able to visibly confirm the maintenance of the integrity of the ethibond sutures up to 15 years after they were placed. That paper should be coming out in the near future. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Please describe the ¿failure of the key suture¿, post operative suture breakage, knots untying or some other suture malfunction? Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond suture?

Event description:
It was reported in a journal article that the patient underwent a hyoid suspension of the platysma/ neck lift procedure alone or with combination of other facial procedures such as face lift or mid¿face lift on unknown date and the suture was used running from one platysma to the other and then to the anterior hyoid fascia. It was also reported that the first stitch is the key suture, which is the hyoid suspension suture. Following the procedure, the patient experienced a recurrence of platysmal bands after failure of the key suture. The patient opted to return to surgery for reinsertion of the key stitch, which was performed under local anesthesia along with intravenous sedation. It was possible that the patient experienced post-operative hematoma and required a return to surgery for drainage and control. It was also possible that the patient experienced submental seroma within the first two postoperative weeks. The patient required serial aspirations in the office and/or was returned to surgery six months later to remove residual subcutaneous scarring left by seroma. It was also reported that the seroma possibly occurred with the early overactivity. The doctor does not believe that the adverse outcomes were related to the suture. The doctor opined that failure of the key suture was due to soft tissue failure rather that failure of the suture. Additional information has been requested.

Manufacturer narrative:
Corrected information - additional information was received. Therefore, this medwatch report is not reportable